Event description:
It was reported that a superion indirect decompression (ID) spacer spindle cap broke during deployment. The physician assessed the possible presence of soft tissue contributed to the space being tight during deployment. The physician confirmed all broken pieces were removed and completed the procedure using another ID spacer of the same device. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body, and actuator shaft and spindle were found to be outside of the main body. The damage to the implant indicates the break was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result.

Event description:
It was reported that a superion indirect decompression (ID) spacer spindle cap broke during deployment. The physician assessed the possible presence of soft tissue contributed to the space being tight during deployment. The physician confirmed all broken pieces were removed and completed the procedure using another ID spacer of the same device. The patient did well post-operatively.